Event description:
During a lumbar posterior spinal fusion procedure, the surgeon experienced difficulty with the instrumentation leading to a delay of approximately 20-30 minutes. There was no injury to the pt, and a successful clinical outcome was achieved.